Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: during investigation, the keypad was found to be intact; all keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or damage was found to the button contacts. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display screen contrast was dim and reddish; the battery compartment was cracked at the threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.